Event description:
An incident was reported where the customer experienced a high blood glucose reading of 600 mg/dl. The customer took corrective action by administering a correction bolus via the pump and followed technical support's guidance to inspect the site, tubing, and infusion set, with no issues found. The customer was advised to replace supplies as necessary and continue insulin therapy, with a follow-up requested for further assistance if needed.